Manufacturer narrative:
Device interrogation revealed the pump had been programmed to deliver 1.0 mg/ml of duramorph in minimum rate mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient who had been receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. An infection was reported. It was unknown if the infection was related to the device, however, it was reported the patient¿s pump had to be removed due to the infection. The spinal segment had been left in the patient. It was unknown when this occurred. No symptoms were reported. A new pump and catheter were implanted on (B)(6) 2018. The new pump segment was connected to the spinal segment that had been left in the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were notified of the infection from the surgeon when they arrived for a "replacement" on (B)(6) 2018 and learned the previous device had been removed sometime in the spring due to infection.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned device passed all non-destructive testing in the lab.if information is provided in the future, a supplemental report will be issued.